Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen had misalignment in the touch positions. It was reported there was no patient involvement at the time the issue was discovered. A touchscreen calibration was performed but this did not resolve the reported issue. The touchscreen was then replaced to resolve the reported issue. The repair center personnel replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.